Event description:
Customer reported cisplatin (chemotherapy) back flowed into the primary bag of normal saline. There was no adverse pt effect. No additional info was available.

Manufacturer narrative:
(B)(4). The set was discarded at the facility. Review of the mfg database did not identify any quality issues during production build of the involved lot # for the failure mode reported.